Event description:
Patient reported left side "pain" and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional later reported left side "intracapsular rupture." Patient additionally reported the following events, which are not device-related: "acute appendicitis, gallstone, brain fog, sinus and ear infections, fevers, abdominal pain, cyst in abdominal area, bladder infection, and uti". Later, patient reported, "their hair is starting to fall out," which is not device-related. Patient also reported the following events, which are not device-related: "depression, very frequent headaches and migraines, nose bleeds, I became increasingly overly fatigued, frequent fevers that would sometimes last for several days, frequent fevers between 100-102 degrees, inability to control my body temperature, persistant joint and muscle pain, respiratory difficulties which then required an inhaler and flonase, chronic dry mouth and eyes (although always highly hydrated), poor memory/concentration, insomnia. Sweats around the clock". The device has been explanted.

Manufacturer narrative:
In response to FDA report number: mw5110001. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified, weight to the spec, deformation, wear abrasion, and crease fold. After autoclave cycle were observed: cloudy color in the gel and voids. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings were observed on the device. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported left side "pain" and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional later reported left side "intracapsular rupture." Patient additionally reported the following events, which are not device-related: "acute appendicitis, gallstone, brain fog, sinus and ear infections, fevers, abdominal pain, cyst in abdominal area, bladder infection, and uti". Later, patient reported, "their hair is starting to fall out," which is not device-related. Patient also reported the following events, which are not device-related: "depression, very frequent headaches and migraines, nose bleeds, I became increasingly overly fatigued, frequent fevers that would sometimes last for several days, frequent fevers between 100-102 degrees, inability to control my body temperature, persistant joint and muscle pain, respiratory difficulties which then required an inhaler and flonase, chronic dry mouth and eyes (although always highly hydrated), poor memory/concentration, insomnia. Sweats around the clock". The device has been explanted.